Event description:
It was reported that at the user facility the device was leaking an unknown substance. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility, the device was leaking an unknown substance. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported leak was duplicated by a manufacturer repair technician through visual inspection. Based on a review of the IFU and a previous consultation with the technician, a possible cause of the substance is grease that can eventually degrade and become more liquid after reacting with certain cleaning chemistries and going through many autoclave cycles.